Event description:
During the procedure, shaver left metal fragments in surgical site. Additional irrigation of surgical site was required.

Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.